Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned that a patient underwent transcatheter valve-in-valve intervention due to severe aortic stenosis secondary to degeneration. A 23mm transcatheter valve was implanted inside a disabled 21mm aortic bioprosthetic in the aortic position. The implant duration of the disabled 21mm valve at the time of the valve-in-valve procedure was sixteen (16) years, nine (9) months, five (5) days. Both devices remain implanted. The patient was transferred to the cardiovascular intensive care unit (cvicu) in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient will be undergoing transcatheter valve-in-valve intervention due to unknown reasons. The patient's 21mm aortic bioprosthetic valve has been implanted for approximately sixteen (16) years. No further information was provided.